Manufacturer narrative:
Concomitant: product ID 37712, serial# (B)(4), implanted: 2009-(B)(6), product type implantable neurostimulator, product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. Product ID 3987a, lot# lb8879, implanted: 2004-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 3987a, lot# lb8879, implanted: 2004-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had fallen a few times and since then they had experienced issues with recharging. It was noted that the patient did not recall when the fall was and it was more than once. Please refer to manufacturer report #3004209178-2014-04781 for the patient¿s second system.